Event description:
It was reported that multiple cartridge alarms occurred during insulin delivery. Reportedly, customer loaded several new cartridges but the same cartridge alarms continued. Customer's continuous glucose monitor read "high," however, specific blood glucose (bg) value was not provided. A manual insulin injection was administered to address bg. Customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.